Manufacturer narrative:
(B)(6). Article citation: bak eef, gudjonsdottir lr, weltz tk, jørgensen mg, bak an, falk mw, norlin cb, tran jvq, orholt m, hemmingsen mn, hölmich lr, elberg jj, mielke lv, trillingsgaard j, vester-glowinski pv, larsen a, herly m. Breast implant rupture is strongly associated with capsular contracture: an intrapatient study. Plast reconstr surg. 2025 sep 16. Doi: 10.1097/prs.0000000000012443. Epub ahead of print. Pmid: 40957074. Additional author contacts: erik e. F. Bak, bmsc linda r. Gudjonsdottir, bmsc tim k. Weltz, md mads g. Jørgensen, md, phd anna n. Bak, bmsc maria w. Falk, bmsc caroline b. Norlin, bmsc john v. Q. Tran, bsc mathias ørholt, md mathilde n. Hemmingsen, md, phd peter v. Vester-glowinski, md, phd andreas larsen, md, phd copenhagen university hospital, department of plastic surgery and burns treatment, rigshospitalet, copenhagen, denmark lisbet r. Hölmich, md, dmsc copenhagen university hospital, department of plastic and reconstructive surgery, herlev and gentofte, copenhagen, denmark university of copenhagen, department of clinical medicine, copenhagen, denmark jens j. Elberg, md amalieklinikken, copenhagen, denmark louise v. Mielke, md aleris, copenhagen, denmark jesper trillingsgaard, md ak nygart, copenhagen, denmark correspondence author, additional contact: mikkel herly, md, phd university of copenhagen, department of immunology and microbiology, copenhagen, denmark the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Literature article titled "breast implant rupture is strongly associated with capsular contracture: an intra-patient study" reported the event of implant rupture, capsular contracture, baker grade unknown, cosmetic reason and breast implant illness in a study conducted in 105 patients. This record is for unknown side. Device status is unknown.